Event description:
It was reported that three hours after a left transcarotid artery revascularization (tcar) procedure, the patient experienced an ipsilateral stroke. Magnetic resonance imaging (MRI) revealed new white lesions on the left occipital and parietal side. The stent was noted to be open. Reportedly, the patient has a pre-existing condition of atrial fibrillation. At this time, it is unknown if the reported failure is related to a procedural issues, pre-existing medical condition (atrial fibrillation), patient resistance or non-compliance to medication, or a silk road medical device failure, hence, the event will be reported out of abundance of caution.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. At this time, it is unknown if the reported failure is related to a procedural issues, pre-existing medical condition (atrial fibrillation), patient resistance or non-compliance to medication, or a silk road medical device failure, hence, the event will be reported out of abundance of caution. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.